Event description:
During insertion of the catheter in the left femoral vein, the pt coughed, sneezed, and then complained of discomfort in his chest. The pt's respiratory function decreased and he became unconscious and experienced convulsions. After 20 minutes, the pt regained consciousness. The physician suspects an anaphylactic reaction to the catheter.